Manufacturer narrative:
(B)(4).

Event description:
On 2016-01-14 crts (B)(4) (rep, hcp): the health care provider (hcp) via a manufacturer representative reported that the patient had an explant done and part of the system was left in the patient's body. Details of the explant and what was left in the patient's body was unknown. The hcp was requesting information for an MRI. No symptoms, troubleshooting, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.